Event description:
It was reported that during a laparoscopic nephrectomy procedure, the device became stuck on a vessel and would not release however it is unknown how the device was removed. Another device was used to complete the procedure. No adverse consequences reported. On what tissue type was the device used? At what location on the tissue? Near vena cava. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? First. What color cartridge was being used? White. What other color cartridges were used before and after this event? Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Opening was higher. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Unknown. Was there any difficulty removing the device from the tissue? Yes. Is there any other additional information you would like to share about this device or procedure? Unknown how the device was removed from the tissue.

Manufacturer narrative:
(B)(4). The analysis showed that the ats45 device was received in good visual condition and with two reloads present. The reloads were received partially fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. Event could not be confirmed as the device opened and closed without any difficulties noted.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.